Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the large hem-o-lok clip applier instrument had a clip stuck on the jaw once the clip was in place. The surgeon had difficulty extracting the clip around the vessel. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.35mm. The grips were not found to be cracked. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.